Manufacturer narrative:
(B)(4). The analysis results found that the device (a) was returned in good condition. A leak test was performed and the device was noted to leak during insertion and removal of the test probe inserted through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The device does not have an obturator. The obturator is the piece of the trocar that has the batch stamped. No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformances. The analysis results found that the device (b) was returned in good condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The device does not have an obturator. The obturator is the piece of the trocar that has the batch stamped. No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformances. Device b additional information: batch # unk expiration date: unk manufacturing date: unk (B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a laparoscopic gastric bypass procedure. The trocar was leaking without device in it, but didn't leak when instruments were inserted. The same device was used to complete the case. There was no adverse consequence to the patient.